Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, a leak was discovered during the scope leak check. Additionally, the pink rubber probe unit was "flabby" and cut, with the forceps glue peeling. The camera being utilized in the device was not an olympus approved camera. The inlet s-connector was loose and leaking. The light guide tube/cable was also non-olympus and the fiber was stuck. The us-el insulation was intermittent and the control knob had low tension. If additional information becomes available following device evaluation, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported, the evis exera ii ultrasound gastrovideoscope experienced an internal leak while in use. According to the initial reporter, attempts to fix the leak were made, but were unsuccessful. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿warning¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ based on the results of the investigation, it is believed that the reported event occurred as a result of excess force applied to the device. Olympus will continue to monitor the field performance of this device.